Manufacturer narrative:
Review of the patient records noted one complaint on file for an external device that required replacement. No other complaints are recorded regarding effectiveness of therapy or requests for troubleshooting or reprogramming from either the patient or the medical clinic. The patient had reported significant decrease in pain levels during the trial phase. Imaging done prior to explant showed that all components remained at the implant location with no signs of migration. The explanted components were not retained and are not available for further testing by the firm. Cause of ineffective therapy is unknown with the information available.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 after having completed a successful trial phase with nalu. On 11/11/2024 the firm became aware that the nalu system had been explanted and the explanted components had been discarded. Per the physician, the explant took place due to complaints of ineffective therapy.